Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that when pressing on the keys at times they do not respond. Customer's blood glucose level was unknown at the time of incident. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar is not moving with no input. The insulin pump will not be returned for analysis.